Event description:
It was reported that a spectrum iq infusion pump did not auto restart after downstream occlusion alarm during training in the training department. The issue happens more often when initially loading the tubing and programing a higher rate of infusion (400ml/hr) while maintaining the roller clamped closed and starting the pump. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "did not auto restart after a downstream occlusion alarm" was not reproduced. A review of event history log revealed several prompts stating "auto restart cancelled" following downstream occlusion alarms. It cannot be determined through the event history log if the user changed the auto restart setting during programming. The device was sent to the flow lines for downstream occlusion testing in which the device passed and successfully auto restarted. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. An auto restart may not occur after a downstream occlusion is detected if the setting is turned off or if the downstream sensor is out of specification. Evaluation reviewed the downstream sensor calibration values and the numbers stayed within range; however, the numbers did stick momentarily.the downstream sensor will be calibrated as a precautionary measure along with force sensor no-tube and force sensor scale factor calibrations. Should additional relevant information become available, a supplemental report will be submitted.